Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose level. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The current blood glucose value was 170 mg/dl. Auto mode feature was active at time of high blood glucose event. There were no kinks, bends, or multiple large bubbles present along the tubing length. Insulin exited during troubleshooting. During troubleshooting it was found that cannula was bent. The insulin pump will not be returned for analysis.